Manufacturer narrative:
Controls were within range on the sample measurement dates. Upon review of the alarm trace, sample aspiration errors were observed on 13-aug-2023. These errors may indicate a general sample quality issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). Controls were acceptable. Upon review of the alarm trace, sample aspiration errors occurred on (B)(6) 2023. This may indicate a general sample issue. Performance testing was within specified limits. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The first sample initially resulted in a troponin t value of 18.9 pg/ml and it repeated as 13.1 pg/ml. The second sample initially resulted in a troponin t value of 52.7 pg/ml on (B)(6) 2023 and it repeated as 21.7 pg/ml on (B)(6) 2023. The sample was decanted into another container, re-centrifuged, and repeated, resulting in a value of 21 pg/ml on (B)(6) 2023. The third sample initially resulted in a troponin t value of 14.7 pg/ml on (B)(6) 2023 and it repeated as 8.0 pg/ml on (B)(6) 2023. The sample was decanted into another container, re-centrifuged, and repeated, resulting in a value of 7.7 pg/ml on (B)(6) 2023. The fourth sample initially resulted in a troponin t value of 31.1 pg/ml on (B)(6) 2023 and it repeated as 41.5 pg/ml on (B)(6) 2023. The sample was decanted into another container, re-centrifuged, and repeated, resulting in a value of 28.6 pg/ml on (B)(6) 2023. The fifth sample initially resulted in a troponin t value of 67.7 pg/ml on (B)(6) 2023 and it repeated as 43.8 pg/ml on (B)(6) 2023. The sample was decanted into another container, re-centrifuged, and repeated, resulting in a value of 45 pg/ml on (B)(6) 2023. The sixth sample initially resulted in a troponin t value of 22.4 pg/ml on (B)(6) 2023 and it repeated as 13 pg/ml on (B)(6) 2023. The sample was decanted into another container, re-centrifuged, and repeated, resulting in a value of 11.4 pg/ml on (B)(6) 2023.